Event description:
The physician was bending the plate prior to implantation and the plate broke prior to any contact with the patient. The plate was given to the smith and nephew representative. He was to return the plate to the smith and nephew engineers for analysis.